Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported during a site visit that an alaris pump module had a communication error on the neuro/restorative care unit. The bd clinical practice consultants confirmed that bleach and/or hydrogen peroxide wipes are used to clean the devices and the iui connectors are not avoided. This communication error occurred last week but the event date is unknown.

Event description:
It was reported during a site visit that an alaris pump module had a communication error on the neuro/restorative care unit. The bd clinical practice consultants confirmed that bleach and/or hydrogen peroxide wipes are used to clean the devices and the iui connectors are not avoided. This communication error occurred last week but the event date is unknown. Xxfeb2020 incomplete event date provided.

Manufacturer narrative:
Additional information: b.3, d.11. Date of event is an estimated date as the customer stated the event occurred "last week". Requested a1, a2, a3, a4, but not provided.